Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
The reported events of unacceptable threshold and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported a patient presented for an implant procedure on 10 nov 2023. During procedure, the right ventricular (rv) lead had r-wave variation and high capture thresholds. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.